Event description:
It was reported, the customer had a keypad anomaly. The customer stated their buttons were unresponsive to clear the unexpected restart alarm they had received. The customer also stated the alarm occurred after inserting a new battery. Customer's blood glucose was 131 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window, cracked reservoir tube lip, and cracked belt clip slot. No reset error alarm could be verified due to the unresponsive act button.